Event description:
Olympus was informed that during an unidentified endoscopy procedure, the users saw black plastic pieces break off from the body of the endoscope starting from the bending section to the handle of the endoscope. The users were said to have observed the metal braiding of the insertion tube. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report with no further details provided. The device referenced in this report was returned to olympus for evaluation. The evaluation found the insertion tube was torn with multiple dent marks. There was no image on the referenced device. The distal-end cover was burnt and there was extensive fluid invasion noted throughout the scope, which likely caused or contributed to the image difficulty. There was corrosion noted inside the control body, scope connector, and the video connector. The exact cause of the users¿ experience could not be conclusively determined, but improper reprocessing could not be ruled out as a contributory factor. The referenced device was refurbished. This report is being submitted as a medical device report in an abundance of caution.